Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that customer experienced low blood glucose of 52 mg/dl. Customer was treated with juice and was able to get the blood glucose was stabilized. Customer declined troubleshoot for low blood glucose. Insulin pump will not be returned for analysis.